Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set cannula was bent on (B)(6) 2024, which resulted in elevated blood glucose. It was also reported that the patient was hospitalized and stayed in hospital for more than 24 hours and blood glucose levels while admitting the hospital was 800 mg/dl and patient had received intravenous (IV) drip and then injections. The infusion set was in use for 30 years. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.